Event description:
It was reported that 3 of the bd precisionglide¿ needles were labelled with a different product code.

Manufacturer narrative:
Correction: the initial investigation was updated with new information. The following information has been updated: h.6. Investigation summary: no samples or photos were provided for evaluation however, the complaint can be confirmed based on two previous complaints describing the same symptom, material, and batch number. The labels have the incorrect catalog number on the linear barcode therefore failure mode is verified. Probable root cause was an incorrect rework. The shelf box label was initially created with the incorrect linear barcode. A quality notification was issued and the shelf box label reworked. During the rework, the incorrect catalog # was printed on the shelf box, causing the reported failure mode. A CAPA has been initiated to investigate this issue further. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. There was documentation of issues for the complaint of batch # 8088580 during this production run. The lot# was not properly printed. A qn was issued. Shelf box label reworked. Investigation conclusion: confirmed: bd was able to confirm the customer's indicated failure mode of incorrect label content based on previously investigated complaints. This is the first complaint for the lot# 8088580 for the same defects or symptoms. There was documentation of issues for the complaint of batch # 8088580 during this production run. The lot# was not properly printed. A qn was issued. Shelf box label reworked. Root cause description: the labels have the incorrect catalog number on the linear barcode. Probable root cause was an incorrect rework; the shelf box label was created with the incorrect linear barcode. A quality notification was issued and the shelf box label reworked. Rationale: CAPA # 845099 has been opened for this investigation.

Manufacturer narrative:
Investigation summary: no samples or photos were provided for evaluation however, the complaint can be confirmed based on two previous complaints describing the same symptom, material, and batch number. The labels have the incorrect catalog number on the linear barcode. Probable root cause was an incorrect rework; the shelf box label was created with the incorrect linear barcode. A quality notification was issued and the shelf box label reworked. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. There was documentation of issues for the complaint of batch # 8088580 during this production run. The lot# was not properly printed. A qn was issued. Shelf box label reworked. Investigation conclusion: confirmed: bd was able to confirm the customer's indicated failure mode based on previous complaints. This is the first complaint for the lot# 8088580 for the same defects or symptoms.

Event description:
It was reported that 3 of the bd precisionglide¿ needles were labelled with a different product code.